Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced an episode of hyperglycemia, with cgm readings peaking at 230 mg/dl after a period of regulated glucose following a supply change and routine food intake, with no reported carbohydrate consumption at the time of the rise; the user suggested stress as a possible contributor, and subsequent readings declined to within target range after several hours. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.